Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri. Device voltage noted as 2.85v, approaching eri value of 2.81. Power on reset - power on reset parameters. Device experienced a power on reset event on (B)(6) 2011 and location "0e cd". Device should be able to recover from this event and continue normal function.

Event description:
It was reported that the device experienced a power on reset after receiving radiation therapy. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.